Event description:
A medtronic representative reported that, while in a spine surgery, the surgeon noticed a 3-6mm inferior inaccuracy after 4 separate o-arm spins. Immediately after the spins, the surgeon confirmed accuracy; then later in the case, he noted the inaccuracy. The surgeon was able to complete the procedure with the use of navigation. There was no harm to the pt.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.